Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 49 mg/dl, 44 mg/dl and current blood glucose was 79 mg/dl. Customer reported that the insulin pump received had multiple insulin pump error alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. It was unknown whether the customer was using auto mode at the time of reported event, the insulin pump will not be returned for.